Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided for these devices. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient underwent a midline sternotomy approximately three months ago during which sternalock blu product was used to close the sternum. The patient is now experiencing sternal separation and the product is no longer keeping the sternum together. The patient has diabetes and high bmi and is currently being treated for sternal separation and is undergoing vac treatment, thereafter, the plates and screws will be removed. No additional information is available at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet sternalock blu 8 hole x plate catalog# 73-2623 quantity 2; zimmer biomet sternalock blu 12mm screw catalog# 73-2412 quantity 12;zimmer biomet sternalock blu 14mm screw catalog# 73-2414 lot# unknown quantity 4; n sternal wire. G2: foreign - UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00164, 0001032347-2023-00165, 0001032347-2023-00166, 0001032347-2023-00167, 0001032347-2023-00168, 0001032347-2023-00169, 0001032347-2023-00170, 0001032347-2023-00172, 0001032347-2023-00173, 0001032347-2023-00174, 0001032347-2023-00175, 0001032347-2023-00176, 0001032347-2023-00177, 0001032347-2023-00178, 0001032347-2023-00179, 0001032347-2023-00180, 0001032347-2023-00181.